Event description:
User reported 4 conflicting results on same test. No information regarding additional tests. This is report 3 of 4.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. This is a retrospective report due to challenges implementing esg. Relates to (B)(6) (3014862188-2022-00158,157,155: test 1,2,4 of 4).

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. This is a retrospective report due to challenges implementing esg. Relates to (B)(6), (B)(6), (B)(6) (3014862188-2022-00158,157,155: test 1,2,4 of 4).

Event description:
User reported 4 conflicting results on same test. No information regarding additional tests. This is report 3 of 4.